Event description:
It was reported that the patient had been feeling "pressure in the head." Pauses were observed on telemetry and it was discovered the patients right ventricular (rv) lead was oversensing. Manipulation of the pocket increased the pause activity. The lead has been capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 2187-75, lead; implant: (B)(6) 2002. (B)(4).